Manufacturer narrative:
Correction: d4, h4 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to constipation and peritonitis. Additional information was obtained through follow-up with the pd clinic. The patient went to the emergency room (ER) on (B)(6) 2024 due to abdominal pain and cloudy pd effluent. A pd effluent culture was obtained. The patient was admitted to the hospital with a diagnosis of peritonitis and constipation. The patient was initiated on antibiotic therapy with fortaz, ciprofloxacin, and vancomycin (route, dose, frequency, and duration unknown). The culture resulted positive for rare pseudomonas putida. The patient¿s white blood cell count was 3684 with 91% polymorphonuclear cells. The patient was discharged on (B)(6) 2024 with ciprofloxacin 500mg daily through (B)(6) 2024 and ceftazidime 2g daily through (B)(6) 2024 (route not provided). The cause of the peritonitis event has been attributed to either the patient¿s constipation or contamination. The patient¿s reported constipation was caused by the patient not taking laxatives. The patient was treated in the hospital (treatment not specified) for constipation. The patient is continuing ccpd during recovery.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to constipation and peritonitis. Additional information was obtained through follow-up with the pd clinic. The patient went to the emergency room (ER) on (B)(6) 2024 due to abdominal pain and cloudy pd effluent. A pd effluent culture was obtained. The patient was admitted to the hospital with a diagnosis of peritonitis and constipation. The patient was initiated on antibiotic therapy with fortaz, ciprofloxacin, and vancomycin (route, dose, frequency, and duration unknown). The culture resulted positive for rare pseudomonas putida. The patient¿s white blood cell count was 3684 with 91% polymorphonuclear cells. The patient was discharged on (B)(6) 2024 with ciprofloxacin 500mg daily through (B)(6) 2024 and ceftazidime 2g daily through (B)(6) 2024 (route not provided). The cause of the peritonitis event has been attributed to either the patient¿s constipation or contamination. The patient¿s reported constipation was caused by the patient not taking laxatives. The patient was treated in the hospital (treatment not specified) for constipation. The patient is continuing ccpd during recovery.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of pseudomonas putida peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The reported cause of the peritonitis was either contamination or constipation. The culture result of pseudomonas putida suggests contamination as this organism is found in the environment, including soil, moist environments, as well as mucous membranes of patients. P. Putida infections have been attributed to a water source such as detergent-disinfectants diluted with tap water and showerheads. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.